Event description:
It was reported that during an afib procedure the heart border was not moving as vigorously on fluoroscopy. Intracardiac ultrasound was used to identify a pericardial effusion. Pericardiocentesis was performed and approximately 975 ccs of fluid was removed from the pericardial space. There were no changes in the vital signs reported. The patient was stable was under observation in recovery. This event required 24 hours hospitalization. The physician¿s opinion regarding the causality of adverse event was possible procedure-related.

Manufacturer narrative:
The concomitant products: carto 3 model # m-4800-01, serial # (B)(4). Stockert model # m-5463-01, serial # (B)(4). Coolflow pump model # m-5491-02, serial # (B)(4). Lasso w/ auto ID model # d-1220-80-s, lot # 15759289l. Soundstar model# m-5723-05, lot # 10846835000139. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure the heart border was not moving as vigorously on fluoroscopy. Intracardiac ultrasound was used to identify a pericardial effusion. Pericardiocentesis was performed and approximately 975 ccs of fluid was removed from the pericardial space. There were no changes in the vital signs reported. The patient was stable was under observation in recovery. This event required 24 hours hospitalization. The physician¿s opinion regarding the causality of adverse event was possible procedure-related. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.